Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons of the insulin pump are not working. Customer also states that the keypad is stuck. There is moisture behind the screen. The blood glucose reading is 138 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Insulin pump had moisture damage on electronic assembly and on motor.